Manufacturer narrative:
"The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was found to be running in reverse when in forward mode so the unit did not run in the forward direction at all. It was also determined that the device failed the general condition, failed the function and direction of rotation check, foot pedal and the motor and electronic control unit contacts were corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to cleaning, sterilization, and/or maintenance procedures not followed per the directions for use. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). Reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a right middle finger arthroplasty surgery, it was observed that the electric pen drive device would operate in reverse when in the forward setting and would not operate in forward direction at all. It was reported that the device would not work in the forward direction at all. It was reported that there was a ten minute delay in the surgical procedure and a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.